Event description:
Reporter alleged obtaining a result of 30 mmol/l on the mobile system compared back to back with a result of 3.6 mmol/l on the compact plus system when testing was performed within 10 minutes. Reporter stated she was sweating as if she were hypoglycemic. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
The event occurred in the (B)(6). This medwatch report is for the mobile suspect device system used. (B)(4).